Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's calcified anatomy. A confida guidewire was used. The valve was implanted into the patient's native annulus. Training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. The dcs was positioned on the inner curve of the aorta, with the inline sheath not retracted enough into the innominate artery. As the dcs was being removed, the nose cone interacted with the outflow of the valve and caused the valve to dislodge. No post-dilation was performed. Prior to dislodgement, the valve had an implant depth of 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the valve was above the sinotubular junction (stj) in the ascending aorta. As the valve was not implanted in the annulus, a second valve was implanted in the correct position. The patient required prolonged hospitalization. No procedural delay occurred. Per the physician, the patient's calcified anatomy and pre-case planning factors, including using right carotid access, contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #:(B)(6), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.